Event description:
Report received that pt had gone to new clinic for refill of pump. Hcp had difficulty filling pump. Spasticity returned. Hcp made home visit to reprogram pump and prescription for oral baclofen. Follow up with co rep revealed hcp filling pump was substituting for person on vacation. Hcp made a programming error. The pump was filled with different concentration (switched from 500 mcg/ml to 2000 mcg/ml) but the programming of the concentration was not changed. The result was the pt received a fraction of the intended dose. Also, no bridge bolus was performed. Pt developed spasticity. Later, hcp programmed pump properly and gave prescription for oral baclofen. Pt's care giver was instructed re time required for effect of bolus etc. Pt has recovered normal spasticity control and is doing well.